Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the xenon light source exhibited a faulty scope socket (b30 error) and the spare lamp comes on. There were no reports of patient involvement.

Manufacturer narrative:
Correction to h4 device manufacturer date. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be specified or presumed as it was not reproduced. Olympus will continue to monitor field performance for this device.